Event description:
In 2005: the customer initially placed this as a service call, indicating their belief that the calibration may be off. When lf fse went to account, it was discovered that a contrast injection infiltration had occurred. It was then reported through proper lf complaint report from channels. Twelve days later customer reported via phone. They had a series of infiltrations and risk management requested the injector system be evaluated. Tyco healthcare has made multiple attempts via phone and e-mail to ascertain pt information. 09/2005 no response from customer.